Manufacturer narrative:
Medical experts were consulted for this particular complaint. The first medical expert ((B)(6)) reviewed the patient information and for the purpose of this complaint. The medical expert states: that it is highly likely this patient had a venous thromboembolic event (vte) which was diagnosed by CT scan. Vte is a complication which can occur after any lower extremity surgery including routine simple arthroscopy. Due to morbid obesity (bmi 45) this patient was at increased risk for vte. Vte usually occurs several days after surgery as in this case. If pulmonary problems were related to the injection of the bone substitute, he believes this patient would have had signs and symptoms of a pulmonary complication immediately after surgery. Based on the info available, it is the medical expert's opinion that this pt had a vte related generically to lower extremity surgery. The pulmonary problems that occurred were unrelated to the specific procedure, subchondroplasty, which was performed. A (B)(6) female with knee pain underwent knee arthroscopy and treatment for a bone marrow lesion with scp injection in the lateral tibial plateau on (B)(6) 2014. She also underwent a partial menisectomy at the same procedure. The patient did not have a history or findings of diabetes mellitus or hypertension. There was no history or studies for pre-existing deep vein thrombosis or hypercoagulability. She was morbidly obese with a bmi of 45. Surgery was described as uneventful with 5 cc of scp material injected with manual pressure. Fluoroscopy was used to inspect the injection site of the tibial and there was no extrusion or extravasation of scp material outside of the tibial. There was no report of any vascular or pulmonary events in the operative or immediate post-operative period. She was discharged home. After failure to attend a follow up clinic visit for routine post-operative care, the surgeon was contacted and told the patient had been admitted to the hospital by the medicine service for shortness of breath (4) four days post-operatively she was not tested for hypercoagulability or factor 5 deficiency. This case is not the result of any embolization of the scp material into the lungs. This is because of the different density of the scp material when compared to lung tissue. This differential would be easily perceived by CT exam. As there were no vascular or pulmonary events reported during the surgery, a significant systemic effect of the scp is highly unlikely. Dvt and pulmonary embolism are recognized post-operative complications of knee arthroscopy occurring with a 0.25-9.9% incidence of she was not tested for hypercoagulability or factor 5 deficiency. A second risk factor for pulmonary embolism is this patient is the morbid obesity indicated by the bmi of 45. Mobilization with morbid obesity is more difficult and immobility surgery is an additional risk factor. Though many pe's originate from the lower extremity, the pelvic venous tree is also a source of pe that would not be detected by doppler ultrasound. This is the most likely source of the pe in this case. In conclusion, the adverse event of a pulmonary embolism post­-operatively complicating knee arthroscopy is an acknowledged risk with this surgery independent of the subchondroplasty procedure.

Event description:
Per the reported event information a patient was treated with the scp procedure and according to the surgeon the patient was expected for a follow-up visit 1 week post­ op. The patient was admitted to the hospital on post - op day 4 with shortness of breath. A scan showed bilateral pulmonary embolism {pe) and the patient was treated appropriately. In addition, an ultrasound was performed with no documented dvt. Per the surgeon the (B)(6)patient presented with meniscus tear and a lateral plateau lesion. The patient had a bmi of 45, no hypertension, no diabetes, and no other remarkable past medical history. The surgical procedure was performed without incident and sec of accufill was injected under fluoroscopy with no extravasation noted on x-ray. The patient returned to the surgeon for a follow-up visit on an unknown date and it is reported that the patient's knee felt fine, was slightly warm, with no-effusion, no sign of infection, and a review of the x-ray was unremarkable. At the time of this report the cause of the patient's resultant pe is unknown.